Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. [Circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%. [O2 transfer volume] @ (B)(4). [Co2 removal volume] @ (B)(4). The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. From the provided graph data, it was found that there were multiple times when the blood flow rate was zero. Based on the information that pump-on and weaning were repeated three times, it was assumed that circulation was stopped during these times (around 16:20, after 16:32, and around 19:18) and restarted. The relationship between pao2 and svo2 after 17:47 when circulation resumed was confirmed. It was found that at 17:49, svo2 had decreased to (B)(4) and pao2 had decreased to (B)(4). From this data, it was inferred that since blood with decreased so2 flowed due to circulatory arrest, svo2 and pao2 decreased. After that, it was found that fio2 had been increased to (B)(4) in response to the decrease in pao2, svo2 increased to approx. (B)(4), and that pao2 had been approx. 200-300 mmhg. After the circulation was stopped at (B)(4), the blood flow rate and fio2 were increased after the circulation was resumed, at (B)(4). However, it was found that svo2 decreased to (B)(4) and pao2 decreased to (B)(6). After that, fio2 was decreased at (B)(6), but it was found that svo2 increased to (B)(6) and pao2 increased to (B)(6). From the provided graph data, the temperature change during circulation was confirmed. It was inferred that the temperature was increased from 32°c to 36°c at around 15:00 and from 35°c to 37°c at around 19:00. However, no correlation with pao2 was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a possible cause of occurrence, from our past experience, pao2 decreased due to the following factors. However, the cause of this case could not be clarified from the investigation result. When the circulation was resumed, since the blood with decreased svo2 flowed into the oxygenator, pao2 decreased. Since the blood clot was formed, the contact between blood and oxygen gas was hindered, and the gas transfer performance was decreased. Due to wet lung phenomenon, water drops accumulated in the fiber. Therefore, the contact between blood and oxygen gas was hindered, and the gas transfer performance was decreased. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease[?] Fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to (b)(64 for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that approximately three hours after the pump was on, the po2 gradually decreased. Immediately before weaning (five hours after pump-on), po2 decreased to (B)(4). Since it was decided to perform weaning, the oxygenator was not replaced. There was no patient injury or medical/surgical intervention required. The event occurred intra-operative. The procedure was competed successfully. The patient was not harmed.